Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty removing the soft stylet from the left ventricular lead. The stylet broke inside the lead. The lead was implanted. Fluoroscopy did not show any irregularities. All electrical measurements were in range. The patient was stable throughout and post procedure.